Event description:
Suture fraying. Customer stated when the nurse pulled the suture out of the packet they noticed the suture was frayed. The surgeon did not use the suture on the patient and a new suture was given to the surgeon without any problems.